Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump. During evaluation, it was confirmed that the circulation pump was not performing to specifications. Circulation pump was replaced. It was reported that the mixing pump was found defective during routine maintenance. Mixing pump was replaced. The device underwent and passed testing after all repairs. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labelling is not required as the complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that the circulation pump and mixing pump found defective during routine maintenance of the arctic sun device. They replaced mixing pump, circulation pump.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the circulation pump and mixing pump found defective during routine maintenance of the arctic sun device. They replaced mixing pump, circulation pump.